Event description:
Subsequent information indicated that this device was explanted. The device has been returned for analysis.

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. The device was then subjected to, and passed, a series of diagnostic tests to assess the performance of defibrillation, pacing, sensing, high voltage shocking, and diagnostic recording functions.

Event description:
Boston scientific received information that this device declared a battery status of elective replacement indicator (eri) after experiencing two charge times outside of the charge time limit. The device is scheduled to be replaced. There were no adverse patient effects. As of today, available information indicates that the device remains in service.

Manufacturer narrative:
As of today, no additional is available and at this time, our investigation is complete. Should additional information become available, this report will be updated.

Manufacturer narrative:
Analysis is currently on-going. When additional information becomes available, this report will be updated.